Event description:
It was reported a peritoneal dialysis (pd) patient experienced peritonitis while hospitalized for an unrelated issue. Treatment was not reported. The patient's pd catheter was removed and the patient was switched to hemodialysis. The patient remained in the hospital and was recovering from the peritonitis at the time of the report. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Approximate date of event is (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number h13d05014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed for potentially associated lot number h13d05063 with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted. (B)(4).